Manufacturer narrative:
Concomitant medical products: 5019 adaptor implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also noted that there was undersensing on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.